Manufacturer narrative:
At this time merge healthcare is attempting to obtain further information from the customer. Once additional information is available, a supplemental report will be submitted.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6)2017, merge healthcare received information from an account regarding fluorescein angiography (fa) images being dark . Additional information was requested from the account. On (B)(6)2017, the account indicated that due to the dark fa images rescheduling did occur. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures, in a timely manner. With fa images being too dark, there is a potential that the physician may not be able to interpret the images therefore resulting in a delay of diagnosis &/or treatment. The customer reported that no patient harm occurred as a result of this issue. (B)(4).